Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The femoral head shows signs of contact with the acetabular component. The liner has evidence to suggest stem impingement. The acetabular component and femoral stem were not returned for examination and this cannot be verified. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. In this case a portion of the rim of the polyethylene liner has fractured. Review of provided pre-revision x-rays confirms eccentric loading of the femoral head on the cup due to the reported liner disassociation. The stem appears to be in valgus with the distal end of the stem in contact with the medial cortex. The stem is seated higher than what would be considered optimal. No post-primary x-rays were provided and acetabular positioning cannot be commented upon. No further investigational inputs were provided. A search of the complaints databases against the provided product/lot code combinations finds no other reports. The search was not possible against the acetabular cup as the necessary product/lot codes were not provided.

Event description:
During the revision of the hip prosthesis, it was found the dislocation of the poly from the acetabular component. We could not found any reason that justify the failure of the locking mechanism.